Event description:
The pt experienced coupling and or communication issues. An ins overdischarge occurred following a fall about one week ago. He successfully recharged about one week ago. It was noted that he had surgery on his throat about three weeks ago. Additional info has been requested.

Manufacturer narrative:
(B)(4).